Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was to be used for scope cleaning on (B)(6) 2022. During preparation, a foreign substance was observed in the brush before the device was opened. Another hedgehog dual-end brush was used to complete the scope cleaning. There was no patient involvement with this event.

Manufacturer narrative:
This is a non-sterile device with no expiration date. Initial reporter state: (B)(6). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block e1: initial reporter state (B)(6). Block h6: device code a180104 captures the reportable event of foreign material present in device. Block h10: investigation results: one hedgehog double-end channel brush was received for analysis. The device was visually inspected. No problems were observed with the small brush head. The large brush head was observed to have a piece of fibrous material in the bristles. The material was removed with tweezers; it was only in the bristles and not twisted into the metal shaft of the device. Additionally, the large brush head was slightly bent. The reported event was confirmed. During product analysis, it was noted that a fibrous foreign material was in the bristles of the large brush head. The material was not twisted into the wire shaft, it was removed from the bristles with tweezers. Although it was reported that the material was observed by the account through the semi-transparent packing, the device was received outside of its packaging, and no packaging was returned. The large brush head was slightly bent, potentially indicating use of the device. There was no evidence that the material was present in the device prior to the user opening the device for use. The material appears to be a fiber from clothing, or a similar source. Therefore, based on all gathered information, the most probable cause is adverse event related to procedure, which indicates that it is likely the foreign material became attached to the brush after removing the device for use, and the device had no impact on the event occurrence. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was to be used for scope cleaning on july 8, 2022. During preparation, a foreign substance was observed in the brush before the device was opened. Another hedgehog dual-end brush was used to complete the scope cleaning. There was no patient involvement with this event.